Event description:
Add'l info rec'd from MFR 7/2/02: MFR replied to rptr by e-mail on behalf of facemaster of beverly hills (facemaster) on 1/9/02. As they never had seen anything like rptr's complaint, they requested any info they might have that would help MFR evaluate it. Specifically, MFR requested any dr evaluations, medical reports, before-and-after photos, or other info. MFR also asked rptr to have their medical advisor, review their condition. Neither facemaster nor medical advisor heard further from rptr until 4/18/02. On that date, rptr sent an e-mail message in which they complained of under-tissue deterioration, mostly on the right side of face, aches in nose and thinning gums. To summarize, based on the info MFR has to date, MFR cannot confirm rptr's complaint. MFR has had no similar complaints before or since. MFR is attempting to obtain add'l info, including a medical evaluation of rptr's condition, and MFR also is requesting that the facemaster unit be returned for evaluation.

Event description:
Rptr's fatty tissues are deteriorating. Their lips have thinned out. They have muscle spasms, nerve pain, pulling, loss of underlying tissues around right eye and mouth areas, their right cheek is losing fatty tissues. Blood vessels stick out of lips, rptr is even losing fatty tissues on teeth and gums. Rptr even has pain deep within nasal cavity. Their whole chin and mouth areas have sunk in and they look like a different person.